Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that on (B)(6), 2015 at 1:30pm, her mother received erratic readings of 68 mg/dl and 140 mg/dl within 10 minutes on her adc blood glucose meter. The customer experienced symptoms described as "no strength, no sense of coordination, lay on floor, did not have strength to get up." At 3 pm the customer was taken to a local hospital where a reading of 36 mg/dl was obtained on the hospital's hcp meter. The customer was diagnosed with hypoglycemia and treated with a "glucose solution." There was no report of death or permanent impairment associated with this event.